Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise on this right ventricular (rv) lead which was oversensed, resulting in inappropriate anti-tachycardia pacing (atp). The patient also received an inappropriate shock. It was also noted that shock impedances were low out of range during the delivered shock. The patient underwent a revision procedure wherein this rv lead was explanted. No additional adverse patient effects were reported.